Event description:
During thoracoscopy, physician stapled pulmonary artery using endoscopic clip applier (erca large). The staples failed to hold and artery hemorrhaged out. Physician attemped to get hold of artery to clamp off, but area immediately filled with blood, preventing sight of artery and blood pressure immediately dropped down to 30's. Immediately pulled out trocars and performed left thoracotomy by physician. By that time, extra staff were arriving to set up blood transfusions, cell saver. Crash cart had already been brought in, internal paddles were on the field ready to use, but was able to get pt's heart going again. It had stopped momentarily.